Event description:
The complainant stated only the hi/low up function is working. There is no reverse trend button raises and lowers the entire bed.

Manufacturer narrative:
The accounts maintenance found that one of the wires on the connector for the control board was not connected. He crimped on a new pin for the wire and reconnected it to repair the bed.